Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari stryker medical affairs, who concluded that the patient's death was potentially the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. The device labeling also lists the following warning: "operation of a thrombectomy catheter may cause embolization of some thrombus and/or thrombus particulate, physician discretion advised. The potential for extensive and/or difficult to treat pulmonary thromboembolism should be carefully considered when clottriever xl catheter is used to engage and remove thrombus from large vessels such as the inferior vena cava (ivc)." Manufacturer reference #:(B)(4).

Event description:
A patient with pulmonary embolism and their inferior vena cava (ivc) completely occluded with thrombus was admitted to the hospital and underwent a thrombectomy. There was some clot in the left pulmonary artery, but the physician opted to go after the ivc clot first. Multiple aspirations were performed unsuccessfully. A pass was done with the clottriever xl catheter which returned a bag full of chronic clot and/or tumor thrombus. However, once the catheter pulled, the patient immediately deteriorated. Unfortunately, the patient ultimately expired.